Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. The lens was explanted in a secondary procedure after 13 days of initial implantation. The clinical reason for the explant was flipped axis due to over correction of the cyl. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating a 4.50d cylinder power lens was replaced with 3.00d cylinder power lens due to blurred vision caused by flipped axis due to over correction of cyl. This does not meet criteria for reporting based on applicable medical device regulations. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens. In the surgeon¿s opinion, the iol chosen, over corrected the patient¿s astigmatism. There was no harm as a result of this event. The patient was not hospitalized. The system recommended a t7 at the initial surgery and that was what the surgeon implanted.